Manufacturer narrative:
H4: the lot was manufactured from december 09, 2022 to december 10, 2022. H10: the device was received for evaluation. An unaided visual inspection was performed which observed a port 1 fill port, port 2 spike port and port 3 add port top side of the tubing out of the bag at the bottom back side of the bag. Functional testing was performed which revealed a leak at the fill port top side in back side of container. No leak could be observed at the spike port bonding area. The reported condition of leak at the administration port was not verified, however, a leak at the fill port top side in back side of the bag was verified along with an all port weld out of the bag defect at the bottom back side of the bag. The cause of the condition could not be determined, however, a likely cause was due to a variation during the automated manufacturing process of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was identified during setup. There was no patient involvement. No additional information is available.